Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # ep-200148, liner, lot # 165100; item # unk, hip-trabecular metal modular cups-cups-unk, lot # unk; item # unk, hip-arcos-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09496, 0001825034-2018-09497.

Event description:
It was reported that a patient was revised approximately 5 years post implantation due to dislocation. The cemented liner was removed and a new cemented liner was placed. The femoral head was revised as well. Attempts have been made, and no further information has been provided.